Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10 UDI # (B)(4) visual inspection showed that the stem on the rocker shaft was broken off into the index knob. The unit was received with the rocker arm assembly broken in two pieces. This is consistent with the unit been in contact with excessive force and improper handling. A detailed evaluation and functional testing of the returned unit showed that the pawls had broken tabs and one of the tabs was impeding the ratchet extension. The index knob was a bit rough and needed to be disassembled and cleaned. This device was manufactured in 2012; this device exceeded its expected life of 7 years. The reported complaint was confirmed. The observed condition was likely caused by improperly handling of the unit. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A technical service associate reported that the a2114 mayfield infinity xr2 skull clamp had a piece that broke off. It was unknown if there was any impact to patients, users or operators while the product was not working. Additional information has been requested.